Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. His blood glucose level was 800 mg/dl. The customer's insulin pump also needed to be shut off while he was in intensive care unit. In the hospital, the customer was administered saline and IV insulin. He was wearing his insulin pump at the time of emergency room visit. The product was not returned. Nothing further to report.